Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 8/12/2018 - we were notified that this lead was capped and replaced on (B)(6) 2018.

Event description:
On (B)(6) 2018 increasing impedances were noted. The lead was capped and replaced on (B)(6) 2018.